Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The pump was reset but the malfunction alarm recurred. The customer reverted to an alternate method of insulin therapy. Cts followed up but was unable to leave a message with customer voicemail was full. No further information has been provided. There was no adverse impact to the customer¿s blood glucose level.